Event description:
It was reported that during an unknown procedure, the surgeon was using the powered circular and when he went to fire the stapler would not do anything. The light was lit on the stapler, but it would not fire. He had to get a new stapler and tried battery from new stapler.

Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Batch # 336a03. Additional information was requested, but not available. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and with the anvil missing. The breakaway washer was not present, and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. A new washer was placed in a test anvil. An attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a new washer on a test anvil and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.